Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the programmer user interface froze during a follow-up session. After a restart of the programmer, the user could perform the device follow-up.